Event description:
Res being transferred to shower chair 2a from w/c, once in shower chair, chair broke. Res fell to floor landing on buttocks, scraped top of (c) thigh 8cm x 2cm (c) hip 3cm x3cm, reddened (r) elbow, several reddened areas on (r) side of back, areas cleansed, left open to air.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: material degradation/deterioration. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.